Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having revision surgery for the fractured screw. Pre-op diagnosis of patient was fixation extension due to screw fracture. It was reported that, patient  experienced a fall resulting in a fracture of the c2 left ucss screw. A revision surgery was performed to explant the screw, a tip of the screw was left in patient due to difficulty it was left in place. Procedure performed was fixed extension due to screw fracture. The levels implanted were occipital bone to c4. There was no time delay in procedure reported as a result. There were no patient symptoms reported. There were no further complications reported regarding the event.

Manufacturer narrative:
G4: please note that the involved device is not marketed in the united states; however, the device is deemed the same as the united states marketed device (product family: ucss ; product ID: 873-140). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.